Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(6) which reports the screw removal difficulty occurred in the revision surgery. This pc reports the revision surgery after the initial surgery. It was reported an initial posterior spinal fusion procedure was performed on (B)(6) 2023, with the screws in question. L2: vbs l1-4: primefs after the surgery, the revision surgery was performed on (B)(6) 2024, to remove and replace to other company¿s screws and to extend the fusion range to the head side. The cause for the revision is unknown. Patient is stable this report is for unknown viper prime screws for pc-001532911 remarks: (B)(6) are involved with the same event. (B)(6) (synthes spine): screws (B)(6) (depuy spine): cement

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown viper screw(s)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: initial reporter is j&j company representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.